Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked from below the y-site (clearlink); the y-site had not been accessed and there was a dynamic leak. This was observed during infusion, after hanging the medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.